Event description:
It was reported that a small volume infusor stopped delivering an unknown solution. This occurred during patient infusion in a hospital. The reporter stated that no priming information was available, but the weight of the filled device, before infusion, was 85 grams. When the event occurred, the device weighed 82 to 83 grams. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter- facility name: (B)(6). The lot was manufactured from 02/19/2013 to 02/20/2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the infusor was received for evaluation. A visual inspection did not identify any blockages. Flow testing determined that there were no problems with flow. No malfunctions were found during product evaluation.